Event description:
Additional information received from the patient reported that they did not lose any therapy, it was turned off for a while and they were instructed how to turn it on and going over things just as a reminder.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0uk9n, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and no stimulation sensation after being exposed to a security gate. The device was turned on at the time of exposure. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.